Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had package damaged, package discoloration, and multiple units in unit package. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes. Investigation summary: samples received for investigation. 25 samples with red tape (paper binding), 2 without longitudinal cut for separation, 1 with two syringes, 9 empty blisters, 1 with a syringe and one cut by the blades, 40 with printing ink and 5 with a bad print. Based on sample evaluation, defects are confirmed. DHR: furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Based on the evaluation of the number of defects reported by the client, it is determined that for the reported defects they comply with the parts per million allowed based on the acceptable quality limit. No corrective actions are necessary at this time. Investigation conclusion: the defects can be generated during the manufacturing process.

Event description:
It was reported before use that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had package damaged, package discoloration, and multiple units in unit package. There was no report of exposure, serious injury or medical intervention.